Manufacturer narrative:
Ichem velocity urine chemistry analyzer reported as not dosing patient urine on each of the pads of the strip for at least 23 patients which were later corrected. All analytes were negative. Customer stated getting negative results on both urine chemistry and urine microscopy instruments and not able to run controls. Field service engineer (fse) determined that the plunger of the pump was not attached to the bottom where the thumb screw is located. Fse reattached the plunger, verified dosing position to be at the correct position, performed the qc, and verified all patients had good results. Specified requirements per established procedures. Results meet published performance specifications. System verification post service is documented in the customer qc record.

Event description:
Customer reported the unit was giving negative results.